Event description:
In 2008, the patient underwent endovascular repair for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. After the procedure, the aneurysm diameter increased and the gore excluder aaa endoprosthesis was explanted and replaced with a conventional graft. The conventional graft developed an infection, and the patient has been placed on antibiotics. After review of the images sent to gore, there appeared to be poor wall apposition of the proximal end of the trunk-ipsilateral device as well as between the overlap of the two contralateral limb devices on the left side of the patient. There was also contrast noted in multiple lumbar arteries and the ima of which the origin could not be determined.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.